Event description:
Hello, I have bought a digital thermometer from store: in 2008 at 6:37 pm. The product model# mt19r1. This product to be used for my 2-month old son. The introduction on the cover of the product says: for use orally, rectally or under the arm. Therefore, I bought this product to use it rectally for my son under the recommendation of his physician. However, when I opened the product to measure my son's temperature, I read first the enclosed introduction that says: note: this thermometer is not recommended for taking rectal temperatures." I believe this inaccurate description in order to market the product is not acceptable from one of the largest pharmacy chains in the country. In my opinion, the introductions should match to get the consumer's satisfaction. I would appreciate it if the medwatch contact the store and ask for more explanation about this issue. Diagnosis or reason for use: temperature measuring.